Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user called about a blood glucose of 300 mg/dl and asked how to announce an after-dinner snack; the user reported eating fewer carbohydrates than usual for dinner, and the agent advised announcing a less-than-meal entry. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education. Investigation included user guidance on meal announcement and carbohydrate entry. Investigation of this case revealed no device malfunction reported and no component concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.